Manufacturer narrative:
Follow-up #1: date of submission 02/01/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/23/2017 with the following findings: during investigation, the complaint of quiet sounds was unable to be duplicated. The audio tone was in the proper acceptable range. The pump was opened to find no damage to the piezo or the piezo contact pads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an audio tone/vibration (quiet sounds) issue. It was alleged that the vibratory alarm was working. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.